Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Voluntary MDR/medwatch report number mw5162230.

Event description:
A voluntary MDR/medwatch report was received on (B)(6) 2024 . It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. The patient reported via maude that the dexcom g7 failed to inform the patient that the blood sugar was low and had a life-threatening event. According to the report, the dexcom g7 cgm did not read accurately during a hypoglycemic episode. The meter said the blood sugar was well within normal range (estimated glucose value was not documented) and when emergency medical service (ems) took the blood sugar it was 50 mg/dl. The patient had reportedly experienced a syncopal episode with 45 minutes of unconsciousness with head injury 2-inch laceration and non-displaced skull fracture. The reversal of hypoglycemia was not documented. The patient was kept overnight in a neuro unit and was reportedly still not able to function properly at the time of the report. Although the report states the patient was discharged the next/following day, the length of time in the hospital (less than or more than 24 hours) is unknown. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.